Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were unable to exit the prime loop. Customer's blood glucose level was unknown. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer reported that the insulin pump rewind was louder and alarm not as loud. The insulin pump will not be returned for analysis.